Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question could not be completed as original lot information could not be obtained

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery date is unknown. Reason for revision is required head size change. During this revision, the original insert and cocr head was exchanged